Event description:
Hosp surgery staff responded to a cardiac arrest. Disposable defibrillation pacing electrodes were attached to the pt. Reportedly the device displayed 200 joules available on the device display, but the printed record showed a 100 joule shock delivered. Hosp staff stated that through out the pt event the device delivered less energy to the pt than was selected, and less than the device indicated on the display. The pt was resuscitated and transferred to pacu.